Manufacturer narrative:
Pc-(B)(4). Only event year known: 2019. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported, ¿portions of medical records provided indicating that patient with history of acute diverticulitis with perforation and abscess initially treated with IV antibiotics and percutaneous drainage during hospitalization. Approximately six weeks later, abscessogram revealed ¿communication directly into the sigmoid colon¿ and patient continued with purulent discharge and underwent a laparoscopic sigmoid colectomy. The operative report provided references a ¿circular echelon stapler¿ being used to transect the bowel and the anastomosis was hand sewn. No difficulties were noted with the device(s) and no leaks were found when the anastomosis was checked. Patient did well post operatively and was scheduled to be discharged on day 6. However, following a bowel movement, the patient began complaining of pain and several hours later became tachycardic and hypotensive. The patient was returned to the or for suspicion of anastomotic leak and underwent a laparotomy, peritoneal lavage, resection of anastomotic site of the sigmoid colon, and colostomy procedure. The surgeon noted an ¿obvious leak on the posteromedial aspect¿of the anastomosis ¿which appeared to be fresh.¿ the surgeon elected to perform a colostomy rather than repair the anastomosis. Patient reportedly initially had a stormy post operative course but was discharged post op day 20 in good condition. The leak is reported to be from the hand sewn anastomosis.¿

Manufacturer narrative:
(B)(4). Date sent: 05/23/2022. Please see attached medical records.